Manufacturer narrative:
This report is submitted on may 20, 2020.

Event description:
Per the clinic, the patient developed an infection (cellulitis) at implant site and subsequently was treated with antibiotics (type, date and duration not reported).